Event description:
It was reported that the ilet wake/sleep button intermittently failed to respond, with normal function at the time of the call but recurring unresponsiveness over recent weeks, consistent with a device mechanical or user interface issue involving the external button component. Symptoms included user inconvenience without blood glucose impact. Outcomes included a device replacement and user instruction on shutdown, data sync, and restart procedures. Investigation included remote troubleshooting and education, request for user-provided evidence, and arrangement for device exchange with return logistics. Investigation of this device was confirmed and revealed an intermittent wake button responsiveness issue consistent with a mechanical or switch-actuation malfunction at the button interface, with no associated alerts or alarms and no adverse clinical effects observed. It was concluded, based on previously established findings for similar reports, that the cause was a component-level mechanical failure of the wake/sleep button.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."